Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump.